Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was in the range of 400 mg/dl to 500 mg/dl at the time of incident and the current blood glucose level was 510 mg/dl. The customer was treated with manual injection for high blood glucose. Customer did not report any symptoms related to high blood glucose. The customer declined troubleshooting for high blood glucose. Auto mode was not mentioned if was in use at the time of incident. The device will not be returned for analysis.